Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the surgery when whilst inserting eit tlif cage surgeon was checking placement of cage under xray on (B)(6) 2020. Surgeon felt there was ¿toggle¿ in the inserter. Black handle was very tight, and surgeon could not turn silver knob, had to use brute strength to release implant. It was unknown if the surgery completed without delay. There were no patient consequences. Concomitant device reported: eit tlif cage (part# unknown, lot# unknown, quantity 1); unknown knob (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part #: tft30101, lot number: e17d10851, supplier lot number: e17d10851, expiration date: unk, release to warehouse date: march 25, 2018, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality investigation: the compliant device was not received for investigation. The following investigation is based on the image(s). The image(s) was reviewed, and the complaint condition could not be confirmed as the functional test cannot be performed. Since the device was not returned, dimensional, material, and drawing reviews are not applicable. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.